Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the reported having elevated blood glucose levels after the pump was exposed to x-ray. The patient indicated that the pump's basal rates were adjusted however, the elevated blood glucose levels had not resolved. The patient confirmed that blood glucose levels were responding to corrections via syringe. This report is made based on the allegation of a pump delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or download history. The total insulin daily dose totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump passed flow accuracy test and was found to delivering within the required specifications. There was no defect found.